Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting, after multiple restarts the host pc was started up again. Upon troubleshooting actions, fse identified an intermittent issue with the host pc. Fse replaced the host pc and hard disks. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was unable to boot. The issue resolved after multiple reboots of the device. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.